Manufacturer narrative:
The customer initially complained on february 22, 2021 about invalid results due to non-amplification of the ms2 gene, which upon investigation, was attributed to improper set up of their liquid handler program and the issue was resolved. During the investigation of the initial complaint, the customer supplied an additional seven (7) data files on march 08, 2021. Thermo fisher scientific's r&d group analyzed these seven (7) data files and confirmed 2 false positives on (B)(6) 2021. The investigation also confirmed failure of negative controls in three of the runs. Each of the false positive samples showed presence of a bubble in the sample well. The root cause of this was attributed to the customer not following correct vortexing parameters as outlined in the IFU and possible lab contamination. The customer was advised to follow correct vortexing procedure as outlined in page 40 of the IFU (man0019181, rev j.0) and to decontaminate the lab.

Event description:
Customer's improper vortexing of the of the qpcr plate and laboratory contamination led to two (2) false positive patient results while running the taqpath¿ covid19 combo kit. The issue was identified by thermo fisher scientific during data file review on march 11, 2021. The customer was using a quantstudio¿ 5 pcr instrument (384-well block). The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false results were reported to the physician and/or patient.